Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: ''during t2alpha surgery for a femoral fracture, the tip of the k-wire came off the hole of the nail and broke off during removal. Attempts were made to remove the broken tip from the patient body, but the surgeon ultimately decided to leave the tip inside the body to complete the surgery.''

Event description:
As reported : ''during t2alpha surgery for a femoral fracture, the tip of the k-wire came off the hole of the nail and broke off during removal. Attempts were made to remove the broken tip from the patient body, but the surgeon ultimately decided to leave the tip inside the body to complete the surgery.''

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.